Event description:
Information obtained identifies the phenomenon (no image) occurred during preparation for use of an unknown procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and correction to b5 of the initial medwatch (identified in b5) including information that was inadvertently left off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the hd camera head had no image. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that the serial plate was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.